Event description:
Customer received a low blood glucose result of 52mg/dl. The customer had a seizure a few minutes later. The customer was given a shot of glucagon. Customer retested and received a result of 80mg/dl, the customer was still out of it. Customer's spouse called paramedics, they gave customer a glucose IV based on the spouse's result. Paramedics then tested and received a result of 73mgdl. 10 - 15 minutes later paramedics received a result of 142mg/dl and the customer's device read 179mg/dl. Level two control was out of range and expired. A request was made for the return of the suspect device and replacement product was sent.